Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device pump module was not recognizing the safety clamp of the tubing when inserted was not identified during the customer call. Tech support recommended replacing ail sensor. Customer will replace ail sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was not recognizing the safety clamp of the tubing when inserted. There was no patient involvement. Bd technical support engaged with and recommended to replace the air-in-line sensor. The confirms that they will replace the air-in-line sensor.